Event description:
It was reported that during a follow up visit the right ventricular (rv) lead exhibited high impedance, oversensing and a lead fracture. It was noted that a lead warning had occurred. The rv encountered intermittent and no capture, and a bent tip was noted and the center of the lead was observed as bent and identified as the fracture site. The rv lead was replaced, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5068-52 lead, implanted: (B)(6) 2005. (B)(4).